Event description:
It was reported "leakage of blood from the catheter during use". Additional information states that to continue therapy, the iab catheter was removed and replaced. The customer reported that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The one-way valve was noted cracked. The bladder was fully unwrapped. The iabc luer was noted cracked. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The catheter was likely cleaned prior to return. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. The catheter was unable to aspirated and flushed successfully due to the crack on the iabc luer end. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 76.9cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "leakage of blood from the catheter" is confirmed. During visual inspection, a crack was found at the injection site of the iabc bifurcate for the central lumen, which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack found on the bifurcate. The root cause of how the crack occurred is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "leakage of blood from the catheter during use". Additional information states that to continue therapy, the iab catheter was removed and replaced. The customer reported that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".